Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lcd glass display of the external pulse generator (epg) was broken. The epg was sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed that the liquid crystal display (lcd) lens was broken, though the display itself was not. Analysis did find that the upper and lower cases were broken, the ring and side bail covers were contaminated, the battery contacts were compressed, the ring bail was bent and the battery drawer was contaminated. (B)(4).

Event description:
It was reported that the lcd glass display of the external pulse generator (epg) was broken. The epg will be sent in for repair. No patient complications have been reported as a result of this event.